Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the physician was able to insert the ventricular lead into the connector port but did not succeed to screw the set-screw. Another device was implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the physician was able to insert the ventricular lead into the connector port but did not succeed to screw the set-screw. Another device was implanted.